Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, following intraocular lens explant procedure, the patient had foggy vision and dislocated lens posterior. The lens was explanted in secondary procedure. Additional information was received that, the patient was having pre-existing ocular conditions of glaucoma, posterior vitreous detachment, lattice degeneration, pseudophakia, posterior capsular opasity and myopic degeneration. There was no patient harm involved with the iol implantation procedure. The patient was not hospitalized as a result of this event.